Event description:
It was reported that guide wire tip detachment occurred and the patient died. A 182cm (5pk) pt graphix guide wire was being used in a percutaneous coronary intervention procedure. It was reported during the procedure the tip of the wire sheared off behind a stent and the detached piece was left inside the patient's body. Later on, the patient had a cardiac arrest and died.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch. Visual inspection revealed that the distal tip was kinked and some sections of the polymer tip were detached (peeled).the body was kinked approximately at 6 cm, 93 cm and 98 cm from the proximal end. No more damages were found in the device. Dimensional inspection could not be performed on the overall length due to the tip detachment. The od of the middle and proximal section of the device was able to be measured and would within specification.

Event description:
It was reported that guide wire tip detachment occurred and the patient died.a 182cm (5pk) pt graphix guide wire was being used in a percutaneous coronary intervention procedure. It was reported during the procedure the tip of the wire sheared off behind a stent and the detached piece was left inside the patient's body. Later on, the patient had a cardiac arrest and died.it was further reported that the patient presented with st-segment elevation myocardial infarction. The pt graphix guide wire crossed the 95% stenosed lesion at the ostium of the left anterior descending artery(lad) and subsequently, stented the lesion. Following placement of a stent, the physician withdrew the wire and used it to cross the 90% stenosed lesion in the calcified proximal left circumflex (lcx) artery. However, upon withdrawal, the guide wire went through to one of the lad stent with protruding strut and the wire got tangled. The wire was unable to be moved forward and back. When the physician pulled it back with a bit of force, the tip snapped and remained at the ostium of the lcx. With further contrast injection after crossing the lcx with a non- bsc guide wire, the residual tip of the pt graphix guide wire flew down the lcx and finally resting in the distal lcx vessel. Following completion of the procedure, the patient was transferred to the ward with resolution of electrocardiogram changes. After an hour, the patient developed pulseless electrical activity arrest.

Manufacturer narrative:
Describe event or problem, patient code and device code updated.

Event description:
It was reported that guide wire tip detachment occurred and the patient died. A 182cm (5pk) pt graphix guide wire was being used in a percutaneous coronary intervention procedure. It was reported during the procedure the tip of the wire sheared off behind a stent and the detached piece was left inside the patient's body. Later on, the patient had a cardiac arrest and died. It was further reported that the patient presented with st-segment elevation myocardial infarction. The pt graphix guide wire crossed the 95% stenosed lesion at the ostium of the left anterior descending artery(lad) and subsequently, stented the lesion. Following placement of a stent, the physician withdrew the wire and used it to cross the 90% stenosed lesion in the calcified proximal left circumflex (lcx) artery. However, upon withdrawal, the guide wire went through to one of the lad stent with protruding strut and the wire got tangled. The wire was unable to be moved forward and back. When the physician pulled it back with a bit of force, the tip snapped and remained at the ostium of the lcx. With further contrast injection after crossing the lcx with a non- bsc guide wire, the residual tip of the pt graphix guide wire flew down the lcx and finally resting in the distal lcx vessel. Following completion of the procedure, the patient was transferred to the ward with resolution of electrocardiogram changes. After an hour, the patient developed pulseless electrical activity arrest.